Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-01065 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system on or more fluorescent controls are out of range. The following information was provided by the initial reporter: one or more fluorescent control wells are out of range.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system on or more fluorescent controls are out of range. The following information was provided by the initial reporter: one or more fluorescent control wells are out of range.

Manufacturer narrative:
Initial reporter address: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.